Manufacturer narrative:
H.6. Investigation: bd received 10 samples for investigation. As the samples were received after retention samples were sent for clinical testing, retention samples were tested instead of the returned samples. The retention samples of the incident lots selected from bd inventory and upon conclusion, no issues were found. Bd was unable to duplicate or confirm the customer¿s indicated failure erroneous results. Replicates of both retain and control samples tested demonstrated clinically acceptable performance for all visual observations evaluated. The product performance was as expected. This complaint is not confirmed with respect to erroneous results. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. This complaint is not confirmed with respect to erroneous results.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were erroneous results. This erroneous event occurred 3000 times. The following information was provided by the initial reporter: translated to english. The customer stated: with the use of the devices "the positive rate is 60% to 80%. There is no abnormality in other batches which the positive rate is about 20%. There is no problem in the previous feedback. Two batches totaling 3000 were affected. After the test, the results of erroneous results affect the test results and the treatment." Update: "in the past two years, the customer has used 367955 sst tubes for g experiment testing, and the positive rate is about 20%. The positive rate will increase at the end of december 2020, about 40%-80%. A series of investigations were carried out for different batches and clinical medications, but no reason was found. Finally, a problem was found on the blood collection tube. At the same time, customers adopt serum of 367814 and the positive rate was normal. Afterwards, the customer randomly took 5 samples of article number 367955 and batch number 0094569/0094571 for testing, and found that the positive rate was 80%."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0094569. Medical device lot #: 0094571. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes there were erroneous results. This erroneous event occurred 3000 times. The following information was provided by the initial reporter: translated to english. The customer stated: with the use of the devices "the positive rate is (B)(4). There is no abnormality in other batches which the positive rate is about (B)(4). There is no problem in the previous feedback. Two batches totaling 3000 were affected. After the test, the results of erroneous results affect the test results and the treatment." Update: "in the past two years, the customer has used 367955 sst tubes for g experiment testing, and the positive rate is about (B)(4). The positive rate will increase at the end of (B)(6) 2020, about (B)(4). A series of investigations were carried out for different batches and clinical medications, but no reason was found. Finally, a problem was found on the blood collection tube. At the same time, customers adopt serum of 367814 and the positive rate was normal. Afterwards, the customer randomly took 5 samples of article number 367955 and batch number 0094569/0094571 for testing, and found that the positive rate was (B)(4)."